Event description:
It was reported effective stimulation could not be obtained during postoperative programming. X-rays were taken which revealed the patient's scs lead migrated. Surgical intervention took place on (B)(6) 2015; at which time, the patient's lead was repositioned. The patient now reportedly has effective stimulation coverage.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.